Event description:
Respiratory therapist (rt) called to bedside for high respiratory rate (rr) and minute ventilation (mv) alarm recal neoflo sensor and placed back inline after successful calibration, then a thud sound started coming from inspiratory limb and all values went 0 on ventilator's display. Healthcare provider started to bag the patient and called for another rt to troubleshoot. Ventilator error continues with inspiratory malfunction. Ventilator replaced and pulled from service v800 83003. Thud sound coming from inspiratory limb and values went to 0 on vent display. Ventilator passed performance leak test and left running with test lung. Within a couple hours, the ventilator was auto cycling and there was an inspiratory flow malfunction. Ventilator failed while on patient. This is a patient safety concern as this is a life support device. Bedside therapist responded appropriately. Vendor has been contacted to come assess and fix this ventilator.